Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9086672. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-27. Medical device lot #: 9086669. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309653 batch no.: 9086672, 9086669. It was reported that during use of the bd luer-lok¿ tip syringe medication leaked out of the back end of the plunger. The following information was provided by the initial reporter: the technician was drawing up solution and noticed they were leaking out of the back end of the plunger.

Event description:
Material no.: 309653, batch no.: 9086672, 9086669. It was reported that during use of the bd luer-lok¿ tip syringe medication leaked out of the back end of the plunger. The following information was provided by the initial reporter: the technician was drawing up solution and noticed they were leaking out of the back end of the plunger.

Manufacturer narrative:
Investigation: two (2) samples were received from the customer for investigation. The two (2) samples were leak tested with one of the samples leaking and the other sample not leaking. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. CAPA#55639 was initiated.